Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head exhibited poor image issue. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8 - no, h2, h3, h4, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus repair centre for the evaluation and reported problem was not confirmed. Based on the results of the investigation results, no device problem found. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head exhibited poor image issue. There was no report of patient harm.